Event description:
The customer contacted stryker to report that their device alarmed and paused during intervention on a patient. In this state the device would not be able to perform automated chest compressions. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. The patient associated with the reported event did not survive. The user confirmed that manual chest compressions were initiated in accordance with the device's operating instructions. As such, it is reasonable to conclude that any delay in therapy was minimal and did not result in harm to the patient.

Manufacturer narrative:
Stryker evaluated the customer's device and was not able to verify or duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.